Event description:
The customer reported a shock equipment malfunction during preventive maintenance. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a shock equipment malfunction during preventive maintenance. There was no pt involvement. Replacement of the therapy pca by the hospital biomedical engineer resolved the symptom. After passing all testing the device was returned to use.